Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the app crashed. The reported event of loss of connection is reportable based on the finding of the app crash. No injury or medical intervention was reported.